Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported no sound was reproduced as a no audio condition during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The cause was identified to be a failed speaker. The rear case was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was not making sound. There was no patient involvement. No additional information is available.